Manufacturer narrative:
Unit was returned for evaluation. The unit in question is within all manufacturers' specifications. The alleged incident reported could not be duplicated.

Manufacturer narrative:
Unit is getting returned for evaluation by manufacturer. If any new information is discovered, a follow-up report will be submitted.

Event description:
The vessel was emptying itself after filling of patient stroller. The qdv valve was not dried after filling of strollers and could not close. There was no harm to the patient.